Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley near the cable routing. Broken piece was missing because of the breakage. Size of missing piece measures approximately 0.87mm x 0.62mm. As a result, the grip cable crimp was dislodged from the yaw pulley. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the fenestrated bipolar forceps instrument did not move properly. The cable of the instrument broke away. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this even on 08-aug-2024: the reporter confirmed that the failure was not related to an inability to move the instrument at all, only the tip was not able to move, due to cable breakage. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference and no external collisions. The problem was that the instrument cable was broken. It was further stated on 17-oct-2024 that the there was no report of falling material while the device was used within a patient.